Manufacturer narrative:
Date of this report was inadvertently omitted from initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). This report is for one unknown lag screw. Part and lot numbers were not provided by reporter. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent the initial trochanteric fixation nail (tfn) implant surgery on (B)(6) 2015. X-rays taken on an unknown date revealed that the helical blade had migrated. The patient underwent revision surgery on (B)(6) 2015 to remove the helical blade. The patient was revised with lag screw. The nail and locking screw remained implanted. The procedure was successfully completed with no surgical delay. On (B)(6) 2015, x-rays revealed that the lag screw had migrated in the femoral head. A second revision surgery has not yet been planned. The patient has been referred to a joint surgeon. This complaint addresses the migration of the lag screw. The migration of the helical blade and first revision surgery were addressed and reported in related complaint (B)(4). This report is for one unknown lag screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.